Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dissection was not due to the left ventricular lead, but was due to a competitor catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the patient experienced a dissection which was found through an angiogram the day after the implant. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.